Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to buttons not responding.

Event description:
It was reported that the insulin pump had no delivery alarm. Customer blood glucose level was 240 mg/dl. Trouble shooting was performed for no delivery alarm. Customer was able to assemble a new infusion set and reservoir. Customer reports insulin exited and insulin pump alarmed during manual prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.